Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a roux-en-y procedure, the needle dislodged from the device multiple times. In addition, the reload was difficult to load and then one of the needles would not unload from the device- that needle tore the seal of the 12mm trocar and caused leaking. Patient is doing well. Had to open multiple devices and the surgeon had to start her stitch over. This did not result in tissue damage or patient injury. The case was delayed over 30 minutes due to this problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the needle noted witness marks on each of the cones, and the part of the needle surrounding the loading slot. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.